Manufacturer narrative:
The initial report stated: "the sample was sent to another laboratory where the result from another roche method was 11.0 u/ml." This should read: "the sample was sent to another laboratory where the result from a different e602 module was 11.0 u/ml." Calibration and qc were acceptable. The customer centrifuged the sample for 8 minutes. The specific manufacturer recommendations are not known, however, most manufacturers recommend at least a centrifugation time of 10 minutes. Abnormal sample aspiration and abnormal sample probe movement alarms were observed on the customer's alarm trace data from the date of event. These alarms suggest a possible issue with the sample. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ca 19-9 immunoassay (ca 19-9) on a cobas 8000 e 602 module. The initial result from the e602 module was >1000 u/ml with a data flag. This result was reported outside of the laboratory. The sample was sent to another laboratory where the result from another roche method was 11.0 u/ml. On (B)(6) 2021 the sample was repeated on the e602 module with a result of 9.66 u/ml. The ca 19-9 reagent lot number was 52545201 with an expiration date of 31-oct-2022.